Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-00268. It was reported that the patient experienced ineffective therapy. Reportedly, a laminectomy was performed but did not provide effective pain relief. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their scs system explanted and was implanted with a permanent trial for a drg system on the same day.